Manufacturer narrative:
H6: code 100 (other): the inst. Was received with a broken rotating head housing weld. The weld was examined and was found to have been sufficient. No functional testing could be performed and no conclusion could be reached as to how this damage had occurred. D5; h4: information unavailable. Based upon the inquiry information received and the visual examination, it was concluded that the instrument's rotating head housing weld had yielded during surgery. The instrument was returned with a broken head housing and a housing weld which had yielded. No functional testing could be performed due to a broken rotating head housing and yielded housing weld. The rotating head housing weld was examined and it appeared to have been welded thoroughly. No conclusion could be reached as to how this damage may have occurred. The cartridge was observed to contain 18 staples. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's rotating head housing weld may become compromised if excessive pressure is applied at the distal end of the instrument during firing. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During an unknown procedure the staples would not deliver. There was no consequence to the pt.